Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The pump was functionally and visually inspected. The customer's reported problem was confirmed. The pump was found to be displaying "high pressure" alarm message during the investigation. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a high pressure error, with "no issue with line." It was reported that the pump was turned off and on several times and it continued to give the same error message. Per reporter this pump was patient's backup pump and there was no interruption in therapy due to the issue. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.